Event description:
It was reported that a (B)(4) transmission gave a message that the device had a reset. During patient evaluation, an erroneous parameters message was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.